Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced nausea and numbness in feet after the scs trial procedure. The patient was advised to turn off the therapy and contact the physician to seek medical attention. No further information is available at this time.

Event description:
Additional information identified that nausea and numbness resolved. Patient exhibited symptoms during the trial. It was worst right after surgery and slowly resolved through the trial. Reportedly, issue resolved.